Event description:
I contracted a severe eye infection--an inflammation of my cornea -- after using the advanced medical optics contact lens solution. I experienced extreme pain and sensitivity to light, as well as swelling of the area around my eye. I saw two doctors on the date indicated and neither found any indication of a scratch or foreign body in my eye. My optometrist placed me on eye drops for approx a week. Dates of use: 2004--2007. Event abated after use stopped: yes. Event reappeared after reintroduction: no.